Event description:
Pt requires laser treatment to improve visual acuity post cataract extraction with insertion of intra ocular lens. Surgeon questions appropriate package labeling of lens power or possible lens defect.